Event description:
During prep of the mynx control vascular closure device (vcd), the end of catheter was split upon removal from package. There was no patient injury. A new device was opened, and the mynx control was discarded. There were no damages noted to the device packaging with no difficulty removing the device from the package and the device storage temperature did not exceed 25 °c. The device was discarded. No other information was provided.

Manufacturer narrative:
During prep of the mynx control vascular closure device (vcd), the end of catheter was split upon removal from package. There was no patient injury. A new device was opened, and the mynx control was discarded. There were no damages noted to the device packaging with no difficulty removing the device from the package and the device storage temperature did not exceed 25 °c. The product was not returned for analysis. A product history record (phr) review of lot f2114401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip frayed/split/torn-during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to discard devices if they are damaged in any way. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.